Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/11/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that on needle/suture piece and a needle piece of product code j421 was received. Marks on the needle due to use of the surgical instrument were observed and the suture end was observed cut. Additional evaluation is necessary to determine the assignable cause of the breakage needle. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a facial repair and closure on (B)(6) 2021 and suture was used. During the procedure, the suture broke at the swage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the two j421h and two 661h? Was there any adverse consequence associated with the patient? How the case was completed? What is the patient¿s current status? Events reported in 2210968-2021-09564, 2210968-2021-09560 and 2210968-2021-09561.